Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that system was performing as intended. The system passed the system checkout and was found to be fully functional. A software investigation analysis was initiated to determine the probable cause of the issue. Analysis found that the software functioned as designed. The patient frame was moved during the procedure. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a multilevel spinal fusion. It was reported that intra-operatively, the surgeon alleged an inaccuracy of approximately one centimeter on the t7-t8 fusion. The spine reference frame was attached to t8. The surgeon reported that t6 fracture was more unstable which caused movement. There was a ten minute delay to the case and the surgeon switched to fluoro to revise the t7-t8 screws. There was no reported impact to the patient.